Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-58 alarm. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self testing were performed. The f-58 alarm was identified during power on self testing. The cause of the condition was determined to be a damaged central processing unit (cpu) board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.